Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g4, g7, h2, h3, h6 and h10. The device history record and previous repair record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6)2019 , it was reported that a dermatome could not take a graft. The customer was asked to return zimmer air dermatome serial number (B)(6) for evaluation; however, at the time of the investigation, the product has yet to be returned. As such, no evaluation or repair was performed and cannot be reviewed as part of the complaint investigation. The product was not returned for evaluation or repair at the time of the investigation. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended complaint trending procedure for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device could not take skin graft. Unknown event timing and did not result in any harm or injury.